Event description:
It was reported that a symptomatic patient presented in clinic due to a loss of ventricular capture. The rep also noted a decrease in impedance, sensing and an increase in capture thresholds. Upon review of fluoroscopy clavicular crush was observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.